Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the gore coating and the coil of this right ventricular (rv) lead were damaged. It was observed during an implant procedure . The physician used an introducer since there was a problem in inserting the rv lead into the vein. A different introducer was then used. An implant of a tachy lead was then attempted because the vein was closed. No adverse patient effects were reported. The leads were attempted implant and was out of service. The introducers were used as is.

Manufacturer narrative:
The product will not be returned at it was thrown away at the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.